Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead and device exhibited high out of range pacing impedance measurements greater than 2,000 ohms, noise and oversensing. The noise was felt to be consistent with oversensing related to the minute ventilation feature. Noise was able to be reproduced with patient isometrics. Boston scientific technical services (ts) discussed potential causes and programming options. The minute ventilation feature was programmed off and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service. Additional information was received indicating the ra lead was explanted and replaced due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead and device exhibited high out of range pacing impedance measurements greater than 2,000 ohms, noise and oversensing. The noise was felt to be consistent with oversensing related to the minute ventilation feature. Noise was able to be reproduced with patient isometrics. Boston scientific technical services (ts) discussed potential causes and programming options. The minute ventilation feature was programmed off and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.